Event description:
Additional information received from the manufacturer representative (rep) reported that they met with the patient and checked impedances to confirm the measurements were high. No actions/interventions were taken as the elevated impedance was not immediately effecting the patient's therapy. No cause was identified and the high impedance issue has not been resolved. It was further noted on (B)(6) that the patient showed impedances that were 12k ohms on a couple of contacts, and that they are receiving stimulation with no complaint of motor symptom control.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that in (B)(6) 2016, it was discovered that contacts 1 <(>&<)> 2 on the right side contained high impedances; c-1 was 11,140 ohms, c-2 was 12,361 ohms and 1-2 was 17,000 ohms. The rep confirmed that therapy was using c-2, but there was no therapy issues as the patient was receiving therapy on both sides. It was noted, however, that the voltage on the right side was very low, but the patient was doing fine. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.